Event description:
A customer reported a delivery issue involving a replacement product. The customer reported that she did not receive her adc blood glucose meter, which was being replaced due to her previous meter having issues with port light and back light activation. Unless the user is testing their blood glucose exclusively at night, the absence of a backlight or port light would otherwise not prevent them from conducting a blood test, as ambient lighting generally provides sufficient light to conduct a blood glucose test using the free style lite meter. Customer did not report experiencing any symptoms, but stated that on (B)(6) 20, she had contact with an hcp who administered insulin (dose/type unknown). Customer also reported that she did not receive a replacement for her lancing device that had previously had a broken spring. The absence of a lancing device does not prevent a user from drawing blood for capillary testing. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a delivery issue involving a replacement product. The customer reported that she did not receive her adc blood glucose meter, which was being replaced due to her previous meter having issues with port light and back light activation. Unless the user is testing their blood glucose exclusively at night, the absence of a backlight or port light would otherwise not prevent them from conducting a blood test, as ambient lighting generally provides sufficient light to conduct a blood glucose test using the free style lite meter. Customer did not report experiencing any symptoms, but stated that on 20-aug-18 she had contact with an hcp who administered insulin (dose/type unknown). Customer also reported that she did not receive a replacement for her lancing device that had previously had a broken spring. The absence of a lancing device does not prevent a user from drawing blood for capillary testing. There was no report of death or permanent injury associated with this event.